Manufacturer narrative:
Component code will be filled out when investigation is completed.

Event description:
According to the complaint, a nurse in hdu noticed that several patients that had their blood gases measured on the abl90 flex analyzer, serial number (B)(4) had low ionized calcium levels. The results on the patients ranged from 0.50-0.55 mmol/l. The samples were measured on the analyzer from 05:49 hrs - 07:21 hrs on the 15sep2020. All previous results during the night appeared within normal limits. Unfortunately the same samples (except one) were not run on any other abl90 in the unit to check these results. The analyzer in question (B)(6) had at 8am failed its calcium calibration, and had still not come back into range.the analyzer calibrated at 08:01 and ca++ failed with sensor response error 1070 and calibration error 0378. The sensor cassette was replaced by the customer. 11 patient samples were measured from 05:49 to 07:21 and all ca++ results were too low. One of the patients measurements (patient 11) that had given a low ca++ result at 07.21 (0.53 mmol/l) was measured on another abl90 flex analyzer ((B)(4)) at 09:13 and received a result of 1.01 mmol/l, which is more in line with the clinical presentation of the patient. The patient measurement results from (B)(4) (mmol/l): patient: gender/age: measuring result time: measuring result: time: discrepancy: description: number : 1 male/(B)(6) 0,52 (05:49) 1,02 (11:58) -0,5 false low 2 female/(B)(6) 0,52 (06:05) 1,02 (14:32) -0,5 false low 3 female/(B)(6) 0,51 (06:07) 0,96 (17:09) -0,45 false low 4 male/(B)(6) 0,53 (06:10) 1,24 (10:15) -0,71 false low 5 female/(B)(6) 0,53 (06:14) 1,13 (09:34) -0,6 false low 6 male/(B)(6) 0,52 (06:17) 1,13 (13:13) -0,61 false low 7 male/(B)(6) 0,53 (06:31) 1,09 (12:20) -0,56 false low 8 male/(B)(6) 0,53 (06:39) no measurement false low 9 male/(B)(6) 0,54 (06:45) 1,34 (12:42) -0,8 false low 10 male/(B)(6) 0,53 (06:56) 1,15 (12:58) -0,62 false low 11 male/(B)(6) 0,53 (07:21) 0,96 (13:01) -0,43 false low patient number 11 sample was run on another abl90 flex analyzer: patient: gender/age: (B)(4) (mmol/l), (B)(4) (mmol/l), discrepancy: description: measuring result time: measuring result time: 11 male/(B)(6) 0,53 (07:21) 1,01 (09:13) -0,48 false low the highest discrepancy of the ca++ measurements above: 0,54 mmol/l - 1,34 mmol/l = -0,8. Based on the measured ca results, the customer considered them as false low. No death or serious injury was reported for this case.

Manufacturer narrative:
The finalized investigation, with examination of the 11 patient cases, has revealed that the low ca2+ measurements are clot related. In the mentioned timeframe from 05:49 to 07:21 on the (B)(6)-2020 calibrations are not ok and system messages report ca backlog errors. After 10:13 cal is ok again with no ca backlog errors and patient measurements appear normal. The root cause for the erroneous measurements is therefore identified as clot.